Event description:
It is reported that a customer experienced low blood glucose and passed out. The customer was informed that there could be many reasons for low blood glucose. The customer did not reveal the blood glucose level at the time of the incident. The customer declined any assistance and simply wanted to report the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.